Event description:
No blood glucose levels reported. The customer reported a no delivery alarm from the insulin pump during bolus. Troubleshooting was done. The customer was asked to deliver a five unit prime on the insulin pump and no alarm occurred. The no delivery alarm was resolved by a complete infusion set change. The customer was advised that the reservoir of the insulin pump was occluded. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).